Manufacturer narrative:
The complaint device associated with this report has not been rec'd for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number of any identification traceable to manufacturing documentation.

Event description:
Surgeon reported three cases of toxic anterior segment syndrome (taas). Two of these were from one surgery center that operated on 15 pts that day )04/19/2006). The third case was with a pt, who underwent a lens repositioning procedure in the surgeon's office. This report is for one of the cases from the surgery center and filed as MFR report number 3002037047-2006-00015. The other MFR # 3002037047-2006-00014, MDR # 3002037047-2006-00016. The two surgery center pts' symptoms were reproted as "resolving." It was reported that they are reviewing all possible causes of tass at these facilities including autoclave records and cleaning processes. Follow-up with the surgeon one month later revealed that the surgeon believes these 3 cases may be associated with the viscoelastic.